Event description:
It was reported the physician was treating the patient with stammberger sinu-foam nasal dressing. While mixing the dry fiber with the recommended amount of sterile water, the physician reported the mixture did not become viscous; remaining "runny." The product was discarded and the patient was treated with a new sinu-foam dressing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.